Event description:
This pt has a long standing history of rheumatoid arthritis with endstage disease of the metacarpophalangeal joints with swanson arthroplastics. She presented to this facility for failed arthoplastics of middle and index finger of the right hand. Intraoperatively there was evidence of synovitis and the implant of the right middle finger was found to be fractured. This was removed and replaced. Per f10 event code, the pt had loss of range of motion.